Event description:
Additional information from the local area sales representative indicated that the patient endured a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode and subsequently received an appropriate shock. All device function was considered to be within specification.

Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason. The patient was asked by his clinic to perform a remote interrogation and follow-up with his clinic. The field representative is attempting to obtain additional information. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
--